Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that a mitraclip xtw was received damaged. The outer and inner packaging was damaged. The damage was suspected to be caused during transportation.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported damaged packaging was due to shipping/transport as the device was received in the damaged state. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a